Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system with a contact detach infusion set and later reported difficulty fitting the insulin cartridge even after rewinding, which was subsequently resolved with guidance. Symptoms included elevated blood glucose up to 270 mg/dl for approximately four hours without ketone testing, professional medical intervention, or assisted care. Outcomes included temporary reliance on backup therapy until supplies could be changed. Investigation included user education and troubleshooting over the phone. Investigation of this case revealed user-reported difficulty with cartridge installation that was addressed by reattempting cartridge setup and arranging for guided change during a future cartridge replacement. It was concluded that the event involved hyperglycemia with user-reported cartridge insertion difficulty, and the user was advised on proper setup and follow-up with their clinician. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.